Manufacturer narrative:
The pod was received fully deployed. Inspection of the soft cannula did not find it damaged. The pod data indicated no struggle to deliver insulin. The investigation found no evidence of a damaged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that after approximately 36-48 hours of pod wear, during attempted bolus delivery, the cannula was observed to be damaged. The cannula was described as having a ¿small wedge¿ at the bottom of it. This led to the patient¿s blood glucose levels increasing to approximately 500 mg/dl. No medical intervention was reported.